Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging that she did not know how to set the meter or even use her husband's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the reporter on (B)(6) 2010 and obtained the following information: the reporter mentioned that her husband had purchased the meter from his pharmacy on (B)(6) 2010. Reporter did not know how to use or set up the meter. She mentioned when she read the owner's booklet it mentioned about the control solution and she noticed that the control solution did not come with the kit. Her husband was not taking any diabetes medication at the time and was controlling his diabetes based on diet. He was advised at the time to test once a day. He did not have any other way of testing. He did not attempt to test or even use the meter since his wife did not know how to set the meter. On the evening of (B)(6) 2010, the patient was cramping, felt lightheaded and weak. The reporter took her husband to the ER where his blood glucose was over 500 mg/dl on the hospital's meter and over 1000 mg/dl in the lab. The patient was treated with insulin and was admitted in the hospital for 3 days. The patient is now currently on insulin and oral medication and is advised to test his blood glucose at least three times a day. The product was replaced. The complaint is being reported since the reporter did not know how to use the meter; the patient was unable to test his blood glucose and ended up going to the ER two months later being treated for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.